Event description:
It was reported that the patient received shocks due to noise. Aborted shocks were also noted because of the noise. All measurements and trends on the lead were normal and isometric exercises/pocket manipulation failed to reproduce the noise. The lead was capped and replaced.

Manufacturer narrative:
Na